Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. After the alarm, the customer would change the supplies on the pump. The customer's blood glucose (bg) level ranged from 400 to over 500 mg/dl and insulin injections were used to address the bg level. As the occlusions had occurred in the past, troubleshooting to determine a possible cause of the occlusions was unable to be determined.